Event description:
General report rec'd of unspecified number of undocumented incidents of tubing ruptures while in use with power injectors. The extension sets were connected to unspecified IV catheters. The settings of the power injectors were unspecified; however, the pressures ranged from 40psi to 300psi. It was reported that "pretty early" into the injections of isovue-300 contrast media, the tubing of the extension sets ruptured. Following the tubing ruptures, the procedures were stopped and the pts were assessed. The extension sets were replaced and the procedures resumed. Reportedly, some contrast media came in contact with the staff at unspecified locations. The pts did not experience any contact with the contrast media. There were no reported adverse effects to pts or staff. No medical interventions were required. Though requested, no addi'l info was provided.